Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they had gone to see their health care physician (hcp) and had talked to the manufacturer representative (rep) today, stating ¿I think my interstim went out but I don't have the remote to check the settings.¿ the patient stated as a result they were told to call the manufacturer company for assistance in replacing their controller. Patient services asked and the patient confirmed ¿I think my interstim went out,¿ was because the patient had had a return of symptoms. The patient was transferred to foundation care to start the replacement process for the controller. The patient stated this started about ¿3-4 weeks ago,¿ and stated they had spoken to the manufacturer representative (rep) over the phone. There were no further complications reported/anticipated.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their device stopped working about 4 days ago and they had a return of symptoms. The patient was asked if they just noticed a loss of therapy, or how they knew the battery of the implant was depleted. The patient responded when they tried to connect their patient programmer with their device it said the battery was depleted. Patient was sent healthcare provider listings as they did not currently have a managing physician. No further complications were reported or anticipated.